Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user required biometric identification replacement as it stopped working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio-ID) functional failed. The field service engineer (fse) found the station had an older bio ID and replaced it with the new unit. The fse installed the latest lumidigm bio ID software update for the new bio ID. The new bio ID came online successfully and was recognized in hardware test application (hta). The system functioned as intended after the field service engineer (fse) resolved the issue.